Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was potentially fractured, there were several false vt episodes and the polarity had switched. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead was potentially fractured, there were several false vt episodes and the polarity had switched. It was further reported that the lead had high impedance and the patient experienced over sensing, inhibition, high threshold and non-capture intermittently. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary; (B)(4) the full lead was returned were it was discovered that the pin cap was not properly assembled and crimped. The outer insulation has cosmetic depressions at various locations throughout the lead. The tines were cut.